Event description:
It was reported the patient is experiencing pain at the ipg site. The patient states the discomfort is not significant and does not want to address the issue at this time.

Manufacturer narrative:
Corection number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.